Event description:
It was reported that during a colo-rectal procedure the review of device reconciliation forms for market seeding cases provided by global strategic marketing, it was identified that devices from the incorrect glc80 (echelon linear¿ cutter) batch were shipped to customers. Per the market seeding protocol only sterile devices were meant to be shipped for customer use. The reconciliation forms have confirmed that glc80 devices from packaging batch 904c12 / device batch 150f80 that were incorrectly shipped to sales representatives for us seeding cases. Devices from this packaging batch were non-sterile products meant for sales representative demos and not intended to be used for actual surgical procedures. We have confirmed that the device used in this surgical procedure was not sterile prior to being used in the surgical procedure. No complications.

Manufacturer narrative:
(B)(4). Date sent: 10/20/2025. D4 batch#: unk. B3: exact date is unk. Assumed first day of the month. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/20/2025, d4: primary UDI number.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2026. Corrected data: 6. Medical device problem code. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, however, the device was incorrectly distributed. The lot#904c12 history records were reviewed and the device was manufactured via a validation build protocol. The batch met all manufacturing criteria, but the batch was not certified as it was not intended for sale.